Event description:
It was reported that upon interrogation the ventricular lead exhibited loss of capture. At follow up, it was noted that capture was within limits and there are no plans for any intervention. The patient would monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.